Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement positioning sensor unit (psu) shipped to site (B)(4) 2015. Medtronic investigation of returned suspect psu finds that, as reported, the psu failed an aak test at .50 mm. A check of the event log also revealed an illuminator current failure in april of 2015. This psu has not been previously returned for a failure. Electrical failure - failed diagnostic test hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that an in-house navigation system camera failed the accuracy test. There was no patient present when this issue was identified.